Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, at 11:30, while suturing the patient's skin during surgery, the problem of pulling off suture needle happened. The doctor unpacked a new suture and continued to suture it. The needle has been retained. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the needle fell into the patient? If yes, was the needle retrieved during the same procedure? Were x-rays taken to locate the needle? What measures were taken to retrieve the needle? Was there any additional tissue damage as a result of searching for the needle?*if the needle was not retrieved, in what tissue structure the needle was retained? Is there any plan in place to remove the needle in the future? Please explain. Did this event contribute to any patient adverse event? If yes, please explain. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. H3 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a needle apparently detached from the suture in the user's hand. The product code and the lot number are not visible in the image. A clear analysis of the end point of failure or the needle hole could not be performed due to the position of the needle. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.